Event description:
It was reported that (1) device was used during a laparoscopic hepatectomy. It was reported by the affiliate that the surgeon could not fire the atw45 device (seems the force to fire is too high). Another device was used to complete the case. There was no consequence to the pt. The device was discarded.